Manufacturer narrative:
Batch reviews performed on 06 september 2016. (B)(4). On 09 september 2016 the medical affairs director performed a clinical evaluation and commented as follows: stem revision after 3 years in cementless tha, reportedly due to distal fixation of the stem and consequent proximal loosening. This is confirmed by the radiological findings. The contralateral hip, already revised, shows a smaller offset, but no radiographic history is available. Cortical hypertrophy in gruen zone 5 is a known possible complication in cementless tha. The stem looks correctly positioned but no radiographic history is available, so subsidence or tilting cannot be evaluated. The main cause for undesired pattern of load transfer remains unknown.

Event description:
The patient came in complaining of instability. The surgeon noticed the patient had a potted stem. The surgeon revised the stem and the head. The surgery was completed successfully. X-rays are available. Explants are not available.